Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. The patient was seen in the clinic and a code 1003 was observed, indicative of battery voltage too low for the projected remaining capacity. The local sales representative recommended to the physician to replace the device immediately. No adverse patient effects were reported. The device remains implanted pending a replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received.